Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and primed infusion set tubing with insulin and verified that insulin was flowing through the tubing. Customer continued to use the same cartridge and infusion set and was able to resume insulin delivery.